Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: addrl1, ipg; implant: (B)(6) 2010. (B)(4).

Event description:
It was reported that during a device upgrade procedure it was discovered that the right atrial (ra) lead showed signs of insulation wear. Also, the right ventricular (rv) lead was exhibiting oversensing, intermittent elevated thresholds, and high impedance levels. A potential fracture is suspected. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.